Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The lens model/diopter was not provided. It cannot be determined if the lens was qualified for the indicated cartridge used. The handpiece and viscoelastic information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. The lens model/diopter was not provided. It cannot be determined if the lens was qualified for the indicated cartridge used. It is unknown if a qualified handpiece and viscoelastic were used. The IFU(instructions for use) instructs: company foldable iols(intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The reporting facility indicated that they had no further information to provide and declined further contact. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, upon insertion of the iol it flipped over. The surgeon was able to successfully turn it over to the correct side without complications and completed the procedure. Also, reporter stated that it appeared that the correct injector had been used but due to the facility having a few company injectors that have lost their color, it makes it similar to look at to another model company injector from afar. After completion of the case reporter approached the nurse and asked if the correct injector had been used, she said yes.